Event description:
The device was set up and ready to go (company representative was present). Dr proceeded to use the device by testing it, but it never passed the cavity assessment test. She removed the device from the patient and inserted to test again. Still it didn't pass. At this point, it was noted that there wasn't any air/co2 passing thru the filtered chamber. Md (with company rep) concluded that it was the disposable novasure device that may be the problem. We opened up another disposable device and that worked fine.